Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the bronchofibervideoscope tested positive for <5 colony forming units (cfus) of bacterial growth in the balloon channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs and no bacteria was detected. Sampling date: (B)(6) 2024 . Sampling from: all channels . Cfu (colony forming unit): o. Bacterial identification: no detection . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issue could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to the device inspection, no abnormality of the device was observed in the area where bacteria was detected. The following is included in the device IFU: chapter 3 compatible reprocessing methods . Chapter 4 reprocessing workflow for endoscopes and accessories . Chapter 5 reprocessing the endoscope (and related reprocessing accessories) . Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.